Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Seeing some far-field oversensing. Technical service reviewed the data in nxt which shows noise on the presenting egm and in all the atr events. Of special note, the atrial lead impedance is measuring < 200 ohms, and it has been this way for at least the last year and the atrial lead is programmed to a unipolar pace/ sense configuration. Need to determine what to do about the low atrial impedances which is contributing to the noise. There may also be an issue with the rv lead because that is programmed to a sensitivity of 10 mv. Clinician will discuss with md.

Manufacturer narrative:
Correction: d6a, no implant date known; event date had been entered (01-nov-2022). The lead remains actively in service. Several attempts were made to obtain the implant date but were not successful. Based upon the serial number, the device history records for this lead model is beyond oscor's record retention period. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. The device remains implanted and will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. This complaint is non-verifiable. No further follow-up is required. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.